Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, had a broken air detector, and a damaged downstream occlusion (dso) seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is user error. The printed wire assembly (pwa) board was replaced as a preventative measure. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 44000. The event occurred during testing, there was no patient involvement.